Manufacturer narrative:
(B)(4). Device was received with a blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 123 mg/dl. Customer also stated that there was crack on the battery compartment and there was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.